Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of feeling stimulation every couple hours was unknown. No further complaints have been made to the hcp since the patient's last visit with the rep on (B)(6) 2026. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and urge incontinence. It was reported that about a week ago yesterday, the patient took a pretty good fall. Patient states after the fall, the patient was getting some intense stimulation and patient decreased the amount and the stimulation was not decreasing enough so patient changed the program. Since changing the program, patient states it had been pretty good. Agent reviewed patient may want to consider having the implant checked. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they had been having a lot of issues with leaking lately. The patient confirmed that they hadn't had their implantable neurostimulator (ins) checked by their healthcare provider (hcp) yet since the fall and added that they had been making adjustments, but the adjustments didn't seem to be helping much. The patient mentioned that they were at a low level of stimulation. The patient also confirmed that their last adjustment was yesterday and that they always tried to wait at least a few days for their body to adjust to their adjustments. The agent reviewed general therapy information and redirected the patient to their hcp to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) and the patient. The hcp reported that the fall¿s effect on the implant was unknown, and that the cause of the intense stimulation was unknown. They reported the patient had imaging and a follow-up visit scheduled for (B)(6) 2026. On (B)(6) 2026, the patient called back and reported they met with their manufacturer representative (rep) on (B)(6) 2026 and changed programs. The patient stated their rep told them to stay on this program for two weeks and monitor symptoms. The patient stated they felt stimulation every couple hours and the stimulation was uncomfortable and sometimes painful. The agent reviewed stimulation expectations. The patient stated they would decrease stimulation as needed.